Manufacturer narrative:
Complaint no: (B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The peritonitis was manifested by high fever, hard abdomen, and cloudy effluent. The cause of the peritonitis event was unknown. On unknown dates in the same month as the event onset, the patient was admitted to the hospital for peritonitis and was discharged sixteen days later. The patient was treated with unspecified antibiotics (drug names, doses, frequencies, routes, and durations were not reported) for peritonitis. On an unknown date, the patient was considered recovered from the peritonitis event. The action taken with dianeal therapy was not reported. No additional information is available.